Manufacturer narrative:
H11: the actual device could not be returned; however, a baxter technician performed an on-site evaluation of the device. During visual inspection the snap ring failed. The reported condition was verified. The cause of the condition was due to the age of the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spring arm and light head on the iled surgical light fell on a staff member hitting the staff member in the head and left shoulder causing an injury. The event occurred in one of the operating rooms. The customer reported that the staff member was evaluated in the emergency department and followed up with the facility¿s occupational health department. Specifics of the staff member¿s injury and any medical intervention were not reported; however, the customer implied that staff member will allegedly be out of work for an extended period of time. No further information was available at the time of this report.

Manufacturer narrative:
During the on site inspection of the iled duo tusm light system with sn.(B)(6) it was found that the retaining ring (circlip) of the detached spring arm #1471010 fa ac2000 3p, 12-18kg fail due to age. The spring arm was replaced and the light system working as designed. Due to the age of the product (2010) the device must be maintained once a year after 10 years of use, according to the IFU (1558934). During maintenance, the retaining ring of the spring arm must be checked for wear and tightness (see protocols (B)(4)). The cause of the issue was traced to missing or inadequate preventive maintenance. Based on this, no further actions are necessary.